Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during an inhibition test, there was concern that the test did not end as expected, causing the patient to become light headed and relied on the intrinsic heart rhythm. It was noted that the programmer head had slipped during the test and telemetry was poor. The inhibition test canceled once the programmer head was moved back into position, and the patient returned to feeling "normal." The device remains in use. No further patient complications reported as a result of this event.